Event description:
It was reported that during implantation, high voltage impedance measurements were out of range. The lead and device were both replaced and good electrical measurements were observed at the end of the procedure. The patient's condition was good after the procedure.

Manufacturer narrative:
Upon receipt, the hv lead impedance from rv to can was confirmed to be out of range. The hv lead impedance was found to be intermittent during bench and ate testing. The analysis result was inconclusive but suspected it was due to a connection from the protect transistor q13 to the hybrid substrate.

Manufacturer narrative:
(B)(4). The reported field event of out of range impedance was confirmed. The hv lead impedance from rv to can was out of range. The hv lead impedance was found to be intermittent during bench testing using automated test equipment. The root cause of the intermittent impedance could not be determined.